Manufacturer narrative:
H11. Additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 11500a aortic valve, implanted in the pulmonic position, underwent a valve-in-valve procedure after an implant duration of 7 years, 14 months due to pulmonary stenosis and regurgitation. The patient presented with shortness of breath. The procedure was performed with a 29mm 9600tfx transcatheter valve. The procedure was completed successfully and patient was transported to recovery in stable condition.

Event description:
It was reported that a patient with a 25 mm 11500a aortic valve, implanted in the pulmonic position, underwent a valve-in-valve procedure after an implant duration of 7 years, 14 months due to pulmonary regurgitation and stenosis. The patient presented with shortness of breath. The tpvr procedure was successfully performed with a 29 mm 9600tfx valve. The patient was transported to recovery in stable condition.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections b4, b5, b7. Updated sections g3, g6. Updated sections h2, h6 - type of investigation; investigation findings; investigation conclusions. It was reported that a patient with a 25 mm 11500a aortic valve, implanted in the pulmonic position, underwent a valve-in-valve procedure. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Regurgitation is a common manifestation of bioprosthetic valve and valved conduit dysfunction. Common intraoperative factors that may cause or contribute to acute post-procedural regurgitation include device distortion; device interaction with patient anatomy or other devices; leaflet damage, and incorrectly sized valve seated. Non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis may also cause or contribute to acute post-procedural regurgitation. Complaints reported with regurgitation as the primary complaint code are not typically attributed to manufacturing-related nonconformances. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including congenital heart disease, patient age at time of implant. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated section b4. Updated sections g3, g6. Updated section h2. Corrected sections b5, b7. Corrected section h6 - device code(s). The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 11500a aortic valve, implanted in the pulmonic position, underwent a valve-in-valve procedure after an implant duration of 7 years, 14 months due to pulmonary regurgitation and stenosis. The patient presented with shortness of breath. The tpvr procedure was successfully performed with a 29mm 9600tfx valve. The patient was transported to recovery in stable condition.